Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient received an inappropriate shock and there was dislodgement of the lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.